Manufacturer narrative:
Section d9: a portion of the percutaneous lead returned for evaluation. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events; however, evaluation of the patient¿s replaced portion of driveline from (B)(6) did not find damage that would have contributed to the events observed within the log file. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The log file contained events from 01nov2024 through 04dec2024. Low speed operation events were captured on (B)(6) 2024. The file also captured pump stop events occurring on 10nov2024. The observed low speed and pump stop events were associated with low speed advisory, low speed hazard, and low flow hazard alarms and occurred while the patient was operating on the mobile power unit. No other notable pump events or alarms were captured. The pump operated at or above the low speed limit through the remaining duration of the file. A distal end driveline replacement was performed on (B)(6) 2024. Approximately 19¿ of the external portion of the driveline was returned for evaluation. The outer jack appeared unremarkable. The pins of the controller connector also appeared unremarkable. Electrical continuity testing of the replaced portion of driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. Microscopic examination of the underlying wires did not reveal any breaches. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with pump stoppage on history review. The patient was asymptomatic. Log files were submitted for evaluation and showed speed reduction and pump stopped events on 04nov2024 and 11nov2024. These issues only appeared to be occurring while the ventricular assist device (vad) was connected to the mobile power unit (mpu) power. X-ray images were submitted for evaluation and appeared to show an unusual bend near the pump end bend relief. The driveline was repaired and there were no further alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.